Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a loss of stimulation. Diagnostic testing found all contacts except two on the lead had low impedances. The physician ordered an x-ray which showed the lead had migrated out of the epidural space. The physician undertook surgical intervention on (B)(6) 2013 to reposition the lead. It was reported the physician had difficulty placing the lead into the original placement at the first laminectomy, so another laminectomy at t7 was performed. There was an unstable piece of bone between the two laminectomies, and the physician sutured the top of the paddle portion of the lead to position the lead. An x-ray was taken and the lead was still protruding out of the epidural space. The physician opted to leave the lead implanted. Some contacts still showed low impedances. It was reported the patient had pain when he woke up postoperative and felt as though his abdomen was on fire. It was also reported the incision was swollen.